Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed failed battery alarm and weak battery alarm. Device would not turn back on. Customer's blood glucose was 120 mg/dl. Device had a blank display. Customer had tried different batteries. During troubleshooting, device passed the self test. Display had returned. After troubleshooting, customer was advised to monitor the device. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.